Manufacturer narrative:
B5: upon follow up, it was reported that the patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. A day after the event onset, the patient was treated with ancef (1,5g, intraperitoneal, discontinued after 20 days) and ceftazidime (1.5g, intraperitoneal, discontinued after 2 days) for the event. At the time of this report, the patient has recovered 21 days after the event onset. It was not reported if the patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or treated for peritonitis. At the time of this report, the patient had recovered from peritonitis. The action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.